Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered 14.74 units of a 17 unit bolus and then wanted to cancel the bolus as customer no longer wanted to eat as she was feeling ill. Contact inquired if the 14.7 units showing in the insulin on board (iob) was already delivered or could be canceled. Tandem technical support informed customer that iob is the amount of insulin that has already been delivered into the body and cannot be canceled. Contact was informed that if customer did not eat the amount of carbohydrates entered into the pump, customer could experience a dangerous low. Recommendation was made for customer to consult with health care provider.